Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9273416, medical device expiration date: 2024-09-30, device manufacture date: 2019-09-30, medical device lot #: 8239345, medical device expiration date: 2023-08-31, device manufacture date: 2018-08-27. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2 bd 10 ml syringes experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: 2 bd 10 ml syringes rejected for use by aseptic/cytotoxic operators. One syringe had a white contaminant in 10 ml syringe (magnified when fluid inside). 5fu cyto drug has been transferred out but kept in (B)(6). One syringe has a brown contaminant on inner syringe plunger side. Observed upon opening new packet.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 9/1/2020. H.6. Investigation: six photos and two samples were received by our quality team for evaluation. From the photos, white foreign matter was observed inside the syringe barrel and brown foreign matter on the plunger. On the first returned sample, white particle foreign matter was observed inside the syringe barrel. This sample was sent for microscope fourier transform infrared spectroscopy (ftir) testing to determine the foreign matter type. Based on the results, the particles had no good match available in the library but it indicates the presence of functional groups amide and / or possible organic nitrates. The particles might contain a nitrogen in its composition, and could be a complex mixture and might be a combination with other compounds that are more significant. On the second returned sample, brown embedded foreign matter was observed on the plunger. This sample was also sent for ftir testing to determine the foreign matter type. The results show that foreign matter had no good match available in the library. However, there were a few similarities with that of the syringe material (likely polypropylene) observed. Therefore, the team was able to confirm the customer experience. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. For the white particle foreign matter, further investigation showed that there are no related components which organic nitrates are used in the syringe manufacturing process. Therefore, a root cause for this nonconformance could not be determined. For the brown foreign matter, the probable cause of the embedded foreign matter could be a result of degraded polypropylene in the injection screw of the molding machine. H3 other text : see h.10.

Event description:
It was reported that 2 bd 10ml syringes experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: 2 bd 10ml syringes rejected for use by aseptic/cytotoxic operators. One syringe had a white contaminant in 10ml syringe (magnified when fluid inside). 5fu cyto drug has been transferred out but kept in ziplock. One syringe has a brown contaminant on inner syringe plunger side. Observed upon opening new packet.